Event description:
The customer reported that the system stopped working during surgery (system message 327 displayed - warning mechanism faulted). Some surgeries were re-scheduled for six days, but the exact number is not known.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 08/04/2008.